Manufacturer narrative:
Fse confirmed when he called the user and the user said there was no problem after self-inspection and no service was needed.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting address: (B)(6).

Event description:
It was reported to philips that the efficia dfm100 defibrillator exhibited a leadwire fault. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.